Event description:
Report received from the USA stating that the device's "motor died, stopped working." The device was being used during a knee surgery. No injury or medical intervention occurred. No additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).